Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report receiving sensor error alerts and cal error alerts. The customer also reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 408 mg/dl compared with the sensor glucose reading of 40 mg/dl. The customer reported that he had not been receiving alerts to notify of the high blood glucose levels. The customer's sensor was replaced, however nothing was returned for analysis.